Event description:
On (B)(6) 2024 sp @ 12:09 pm pst. From: (B)(6). Sent: tuesday, on (B)(6) 2024 1:58 pm. To: support <support@betabionics.com> subject: hypoglycemia- beta record number: (B)(4). You don't often get email from (B)(6). Learn why this is important hello, this patient reported a hypoglycemic event on her first night wearing the pump. According to her, she dropped to 45 in the middle of the night. She reported announcing for "more" carbs at dinner time. She states she had one enchilada and some tortilla chips. We reviewed meal announcement protocols. This is my first time submitting one of these reports. If you would like additional information, please let me know. Thank you! (B)(6). I called customer and she said she will call back at a later time. On (B)(6) 2024 sp @ 3:52 pm pst. I called customer and lvm requesting for a call back. Need bgq for the reported hypo event. On (B)(6) 2024 sp @ 11:45 am pst. I called customer and lvm requesting for a call back. On (B)(6) 2024 sp @ 2:20 pm pst. 3rd attempt. Lvm, closing the case.